Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to update sections. The device was returned to olympus for evaluation. The evaluation found the snare loop missing a portion approximately 10mm in diameter. The missing portion was not returned. The distal end of the operating wire was found charred. In addition, the slider extended and retracted smoothly as designed. The device also passed the continuity test. The root cause for the reported device damage is most likely due to user handling. The instruction manual contains several warning and caution statements in an effort to prevent equipment damage. ¿before use, prepare and inspect the instrument and a-cord as instructed below. Inspect other equipment used with the instrument and a-cord as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use the instrument or a-cord. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, punctures, hemorrhages, mucous membrane damage or thermal injury and may result in more severe equipment damage. Do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. Never use excessive force to extend or retract the snare loop. This could damage the instrument.¿

Manufacturer narrative:
The device was not returned to olympus olympus for evaluation. The exact cause of the reported event could not be determined.

Event description:
Olympus was informed that during a diagnostic polypectomy procedure, the snare broke off while cauterizing a polyp and fell inside the patient. The device was retrieved with an unknown device. The intended procedure was completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to fdi.